Manufacturer narrative:
Batch review performed on 19 june 2018; lot 157631: (B)(4) items manufactured and released on 18 april 2016. Expiration date: 2021-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 15 june 2018; hip revision surgery occurred 1 year and 8 months after primary cementless total hip arthroplasty. Radiolucent lines in gruen zones 1 and 7 and signs of stress shielding are visible in the radiographic images provided: leg length discrepancy is also present. Cranial to the cup a large radiolucent undescribed area is visible. Reasons for aseptic loosening are often unknown. In this case, reasons for implant failure cannot be determined. It is conceivable that leg length discrepancy and potential osteolysis, not possible to ascertain from the supplied images, played a role in the deterioration of stem fixation.

Event description:
One year and 8 months after primary the patient came in complaining of pain. The surgeon determined that the stem was loose. The surgery was completed successfully. Primary consisting of a medacta stem and head with another company's cup and liner. The surgeon revised the medacta stem and head with another company's product.